Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified shunt vessel. A 3.5-4/4t/40 symmetry balloon was advanced for dilation. However, during the third inflation at 5 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.